Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned portion of the patient¿s driveline confirmed damage to the brown and red wires that would have contributed to the low speed operation seen in within the submitted log file. Log file evaluation showed a low speed operation event on (B)(6) 2019 at 3:20 pm when the patient temporarily connected to their power module. The patient immediately switched to battery power and the pump regained normal operation. The patient operated on batteries and the pump operated above the low speed limit for the remaining data in the submitted log file. The patient underwent a distal end driveline replacement on (B)(6) 2019. Visual inspection of the returned distal segment of the driveline showed that it was cut approximately 21¿ from the distal end metal connector. The driveline was tested for continuity and did not reveal any discontinuities or shorts. The silicone layer and bionate layer were cut approximately 15¿ from the distal end metal connector and appeared unremarkable. The metal braided shield had breakdown approximately 2-4" from distal end metal connector and 6-13" from distal end metal connector. The metal braided shield was also cut approximately 15¿ from the distal end metal connector. Examination of the underlying wires under a microscope showed a breach in the brown and red wire insulations approximately 4¿ from the distal end metal connector. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The remaining wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If either of the exposed conductors of the brown or red wires made contact with the braided shield while the patient was operating on the power module, a short to shield could have resulted. This could cause the low speed operation seen within the submitted log file. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years and 4 months. The device was returned for investigation. The evaluation is not yet completed. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient was only using battery power for the entire log file dating back to (B)(6) 2019. When connected to the patient cable in clinic there was a low speed hazard event noted (B)(6) 2019 at 15:20. The patient said that they stopped using their wall unit because it alarmed when they plugged in a few months ago. The patient thought their wall unit was broken so they has stayed on batteries since then. On (B)(6) 2019 the patient had a driveline replacement about 3 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable.